Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. There is no indication of issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the unexpected restart error test and displacement test. No unexpected restart alarm noted. Insulin pump had cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window, missing end cap sticker and cracked case at reservoir tube window corner.